Event description:
It was reported that during pre-surgery with a cadaver, it was observed that the saw attachment device broke into multiple pieces when surgeon attached the blade to the drill and turned it on. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition of the device broke into multiple pieces was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had unintended/unexpected disengagement, component damage and failed pre-test for general condition, check function of the locking knob on the tool coupling, check function of the quick saw blade coupling, check handpiece coupling, check slide sleeve, check for loose handpiece screw connection and verify if secured with the safety pin due to improper maintenance.